Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic thoracic lobectomy procedure, the device was unable to fire even when the green button was pressed, wherein the handle refused to clamp after 2 correct uses. At the third stapling, the handle refused to close despite the open / close test that worked. A recharge change was made that did not work either, another handle was used in order to resolve the issue. No patient injury.